Event description:
It was reported that the lead was explanted for an unknown reason. The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow up was conducted for additional information, but was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The inner insulation was breached due to metal ion oxidation (mio) and environmental stress cracking (esc), and the inner insulation also exhibited cosmetic mio and esc. The outer insulation also exhibited cosmetic esc, as well as a cosmetic cut and depression, and was also breached cut. The proximal conductor was distorted, and all conductors were stretched and had blood/body fluid present (not obstructed). The lead appeared to have been stretched.